Event description:
It was reported that during a ventricle resection procedure, the focus long was used only one minute when surgeon noticed the tip of the instrument (white compression pad) moved and blackened tip was noticed. A new focus long instrument was taken and the operation was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the tissue pad melt? (The pad being loose, but not fallen off the clamp arm remains in the groove) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? ¿ was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The device was returned with the tissue damage at the distal side and 100% present. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.